Event description:
The device appears to have melted around the contact area. Additionally, reporter indicated that some of the device's internal contacts are either damaged or missing. No operator injury was reported. Reporter indicated that the device had already been removed from service. Technical support requested the return of the suspect product and replacement product was shipped.